Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the comb was bent on both ends; also the ratchet end of the roller was damaged. The device calibration and test cut were unable to be performed due to the damaged comb. The ratchet worked to specification. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller and comb. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was bent on both ends. While during the initial inspection it was noted that the comb was bent on both ends, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher,was repaired, tested and returned to the customer.

Event description:
It was reported that the unit's bracket was bent. Investigation results revealed that the comb was bent. No adverse events have been reported as a result of the malfunction.